Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. No further complications were reported following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. No further complications were reported following the procedure.